Event description:
Customer reported via phone, he was attempting to put the insulin pump on a leather case but the display is scratched up and it was very difficult for him to read the display. Customer declined troubleshooting. He didn't agree to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.